Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, diabetes educator reported pt was hospitalized on (B)(6) 3011 with diabetic ketoacidosis due to a bent infusion cannula. Pt started using a new type of infusion set on (B)(6) 2011, and he noticed the infusion cannulas kept bending and kinking. This resulted in e4 occlusion errors on the infusion device. Blood glucose was in the 300-400 mg/dl range, and he changed the infusion headset approx 3 times. Later that night, pt was taken to the hosp and his blood glucose was 923 mg/dl. Pt was treated with an insulin drip to decrease his blood glucose. During insertion of the headset, pt noticed the adhesive was very sticky and would stick to the infusion set insertion device. F/u was completed with pt on (B)(6) 2011. Blood glucose returned to normal range of 70-200 mg/dl. He received 2 boxes of a different type of infusion set and was using those at the time of f/u. There was no insulin leakage. Pt manually injected 20-30 units before he received treatment at the hosp. Add'l attempts to f/u with pt were unsuccessful. No product was requested for eval.